Event description:
A caller reported that a pump battery would not charge despite using a tandem charging cable and plugging it into a wall outlet. There was no adverse impact to the customer's blood glucose level. Despite trying a different wall outlet, wall adapter, and charging cable, the issue persisted, leading to the decision by technical support to replace the pump.